Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-66 (supply voltage of cpu circuitry is too high) alarm. This occurred upon power up of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An f-66 alarm was not identified during any of the performed testing; however, visual inspection revealed that the main battery was defective/inoperative. Battery issues are a known cause of this alarm. The cause of the defective/inoperative battery was not determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.